Event description:
Initial result for a pt phenobarbital was 2.60 ug/ml. The physician questioned this result and when repeated, the results were 44 and 45.14 ug/ml. The incorrect results were not used to provide treatment. The field service rep was unable to determine a cause for this discrepancy.